Manufacturer narrative:
(B)(4) device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guidewire inserted through an introducer needle. The guidewire was kinked at 2.5 cm from the j-tip at the distal end. Microscopic examination revealed an offset coil at 2 cm from the tip. No defects or anomalies were observed on the needle. The guidewire was intact, within dimensional specification and was able to pass through the needle without resistance. A review of the device history records for the guide wire and needle was performed with no relevant findings. Since it appears that the damage to the spring wire guide occurred during insertion, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4) the event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported the procedure was being performed in the operating room. During insertion, the guidewire was stuck in the needle and could not be removed. As a result, the product was removed and a new kit was used for the procedure. There was no delay in treatment and no patient death or complications reported.